Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal reporting number: z-0958-2020. (B)(4). This record was converted. For additional information about the analysis, please see sap. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarms noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer. Oz 06/26/2017. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
It was reported that the patient had high blood glucose. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The patient's current blood glucose was 297mg/dl. It was reported that last night patient had high blood glucose in the 570mg/dl range. The patient reverted to a backup plan and reconnected to pump today and the blood glucose was back up again after a very lite dinner. Last night he programmed a bolus for his dinner. Three hours later he checked his blood glucose and he was at 500mg/dl. He then bolused and he went up to 550mg/dl then again at 571mg/dl. He then disconnected and reverted to back up plan. Then today before dinner he changed out the entire set and bolus for his dinner and his blood glucose started to go back up again. The customer was feeling thirsty, had stomach issues and was tired. The customer treated it with manual injections and pump. The customer reported that on sunday it alerted insulin flow blocked. This was due to a low reservoir and he changed out set and issue was resolved. Performed high pressure test and the pump passed. The customer was requesting a pump replacement. The insulin pump will be returned for analysis.